Event description:
Patient had a generator replacement occur. Explanted generator was discarded. Per physician, the increased seizures was due to battery being low and the patient was noted to be due for replacement in 2020. No additional assessment could be provided as the patient has not been seen since battery change. No additional relevant information has been received to date.

Event description:
It was reported that the patient has recently become "unstable" with the battery at ifi. No known surgery has occurred to date. No additional relevant information has been received to date.